Event description:
During the process of notifying the pt that their device may be nearing end of service, it was discovered that the pt had passed away. The pt had reportedly died from asphyxia due to drowning from seizures. The pt's ncp system was not explanted. There is no evidence at this time that the ncp system caused or contributed to the reported event. Attempts to obtain add'l info have been unsuccessful to date.